Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared.